Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed and the root cause was determined to be use error, the patient disconnected from the set. A labeling review of the homechoice automated peritoneal dialysis systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the dwell on the homechoice machine(hc). The home patient(hp) stated they disconnected from the hc and now is reconnected. The technical service representative(tsr) advised the hp to close all clamps. The tsr assisted the hp to cycle power in order to clear the alarm. The tsr advised the hp to discard all supplies and finish with a manual. The hp was contacted on (B)(6) 2011. The hp stated that this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.